Event description:
It was reported that there was leaking from the case. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure underneath the drain fitting, line cord and enclosure was also worn. The root cause of the reported issue was found to be no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. UDI is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).